Event description:
It was reported by the clinician that there was resistance when pushing the spring wire guide (swg) out of the tip of the holder. After the swg was passed through the needle, the swg was found kinked. The doctor then removed the swg, and the wire was found unraveled. A new pack was opened and used to finish the insertion. The swg was removed in its entirety and there were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.